Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at indian health service navajo reported central nursing station tower shut down and upon booting, it would not launch the software on pu-621ra with serial# (B)(6) service requested: assistance in troubleshooting service performed: nk ts identified the issue to be caused due to nic adapter failure. Nk ts swapped in a spare central nursing station with the original network cable and original network port and the cns booted up with no issues. Monitoring of bedsides resumed after swapping the cns unit with no reported injury or harm to patients. Nk ts requested customer to send the defective device in for repair. Investigation summary: root cause of the issue could not be identified as the reported issue could not be duplicated at repair center. Warranty of device is valid till 12/22/2017. If network tower shutdown, it fails to communicate; there would be a total loss of monitoring of patients on transmitters and clinicians will miss alerts as well alarms; which may contribute to serious injury or even death in worst case except for bedside patients. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. However, since the reported issue could not be duplicated, the root cause of the issue could not be identified. CAPA cannot be initiated as the probability of the reported issue is rare i.e. 0.39% as well as the reported issue could not be identified.

Event description:
The customer reported that their central nurse's station (cns) tower shut down and upon booting back up it would not launch the software. The customer also reported that the cns displayed the "network service disconnect" error message.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) tower shut down and upon booting back up it would not launch the software. The customer also reported that the cns displayed the "network service disconnect" error message. Nk technical support suspected that the cns experienced the nic adapter failure. He advised the customer to hook up in a spare cns with the original network cable and original network port, after which the cns booted up with no issues. All devices on this cns were bedside monitors. No harm or injury reported. They will be sending their cns in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) tower shut down and upon booting back up it would not launch the software. The customer also reported that the cns displayed the "network service disconnect" error message.